Event description:
On 6/26/2023, it was reported by a surgeon via email that a patient is experiencing a reaction to the achilles suture bridge. Eighteen months post-surgery, the patient has swelling and direct tenderness. The procedure was performed by a different surgeon. No further information was reported. Additional information requested.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.